Event description:
It was reported that balloon rupture occurred. The target lesion, which was 75% stenosed, was located in the moderately tortuous and severely calcified proximal to middle part of the right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second to third inflation, with a small amount of atmospheric pressure applied for 4 seconds, the balloon ruptured. The device was removed, and the procedure was successfully completed with a different device. No complications were reported, and the patient was in good condition after the procedure.